Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had both intermittent capture and failure to capture. The lead was explanted and replaced without issue. The patient was stable.